Event description:
The customer reported the display garbled. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement.

Manufacturer narrative:
Please refer to MFR. Report #:2031642-2016-00994.